Event description:
The accudrain was set up correctly. However, cerebrospinal fluid (csf) started to collect in the burette but became trapped and could not flow into the drainage bag. On closer inspection, the nursing staff could see that there were no holes in the outlet valve to release the csf into the bag. The external ventricular drain (evd) was changed for a new one and no further problems occurred. The device was in contact with the patient. There was no patient injury and the event did not lead to an increase in surgery time.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.